Manufacturer narrative:
This report will be amended when our investigation is complete. The information provided on this form was previously submitted under manufacturing report number 1822565-2014-0606.

Event description:
It is now known that patient was revised due to pain.